Manufacturer narrative:
Initial reporter phone number: (B)(6)

Event description:
It was reported that an advancer brake issue occurred. A rotapro 1.25mm was selected for treatment of the target lesion. During testing for the procedure, it was noted that the brake for the wire did not work in the advancer. The device was replaced to resolve the issue and there were no patient complications.